Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(4), prior to the transfemoral tavr procedure, a left fem-fem bypass ECMO was placed due to decreased cardiac function. Tavr access was obtained via the right femoral artery. The severe tortuous area of the abdominal-descending aorta was partially stretched by a guidewire. Alignment of a 26mm sapien 3 valve was performed in the mild tortuosity of the descending aorta. The balloon shaft was difficult to pull back due to unusual resistance with the flex shaft. Even with the fine adjustment wheel was fully rotated, the valve could not be pushed up to the alignment position. The balloon catheter was unlocked and locked after the fine adjustment wheel was rotated back. The valve was pushed up to the proper alignment position by rotating the fine adjustment wheel. When the flex tip was retrieved at the annulus, the valve moved back beyond the alignment marker to the aorta side. During valve deployment, the balloon did not expand and blood was observed in the inflation syringe as the plunger was pulled. The valve and delivery system were withdrawn back into the sheath and the entire system, including the sheath, was removed. A new sapien 3 valve and delivery system were prepared. Following the insertion of a 20fr. Dryseal sheath, the tortuosity of the abdominal-descending aorta was stretched with 2 guidewires. Valve alignment was performed in the stretched area at the level of the diaphragm. No resistance or difficulty was encountered during the valve alignment. The valve was successfully deployed. Information regarding the native annular was not provided. Bulky native leaflet (ncc) calcification was reported. An unfolded/horizontal aorta was also reported. The access vessel minimum luminal diameter (mld) measured 7.6mm x 8.2mm in the right meia and 5.2mm x 7.7mm in the left cfa. Mild vessel calcification and moderate tortuosity reported. ¿remarkable¿ tortuosity in the left common iliac artery (cia) was also reported.

Manufacturer narrative:
Additional information was received, the patient expired due to sepsis. Detailed postoperative clinical course, the date of death and causality with edwards devices are unknown.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a scratch on the flex shaft and gouges on the flex tip. During functional testing, the balloon shaft was able to be pulled to the valve alignment position and locked. The device was able to be locked and unlocked without issue. The fine adjust knob was rotated to its full travel without resistance or abnormalities observed. The balloon shaft was able to be moved without any resistance observed. Dimensional analysis of the double wall thickness of the crimp balloon along the balloon tear was performed. The measurements were within specification. Lot history review revealed no other complaints. Complaint history review from july 2017 to june 2018 for the commander delivery system (960tf26 and 9600lds26) revealed other returned complaints similar to the reported events (delivery system balloon shaft resistance with flex shaft, handle fine adjust difficulty, delivery system - valve movement on balloon, and balloon torn) that were confirmed. Review of the similar complaints was done and no potential manufacturing non-conformances that would have contributed to the complaints were identified. A review of complaint data revealed that the complaint rates did not exceed the june 2018 control limits for the applicable complaint trend categories. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. Product verification (pv) testing was also performed on each lot using a sampling plan. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for delivery system balloon shaft resistance with flex shaft was not able to be confirmed. No abnormalities were found during the functional testing of the returned device. Per the event description, ¿valve alignment was performed in the mild tortuosity of the descending aorta¿. Under these conditions, delivery system movement could be difficult and manipulation of the device in order to push the delivery system through the vessels would likely cause tension to buildup in the system. The complaint for handle fine adjust difficulty, balloon torn, and valve movement on balloon was confirmed based on inspection of the returned device. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. According to the complaint description, the patient had a severely tortuous abdominal-descending aorta before it was stretched by the guidewire, and valve alignment was performed in the mild tortuosity of the descending aorta. Investigation results suggests that the root cause for the reported fine adjust difficulty can likely be attributed to patient factors (tortuosity). A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented by edwards lifesciences in a product risk assesment (pra), as per management discretion. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, resulting in higher than usual valve alignment forces which may contribute to a crimp balloon tear. It should be noted that gouges on the flex tip of the returned device are indicative of high valve alignment forces and valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definite root cause for the balloon torn cannot be determined; however, the root cause for the complaint event can likely be attributed to patient/procedural factors (valve alignment performed in tortuous vessel area). Once the balloon tore, attempts to complete valve alignment would have compressed the balloon distal to the valve, shifting the valve forward relative to the marker bands and making the valve appear to be aligned. However, retracting the flex catheter would have caused the balloon to un-compress and shift the valve proximally. This would give the appearance of the valve moving on the balloon. As a result, the root cause for the reported valve movement on balloon can likely be attributed to patient and/or procedural factors (tortuosity resulting in torn crimp balloon). No manufacturing non-conformances were identified in the returned device. Available information suggests that patient/procedural factors may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time. However, at management discretion, pra were previously initiated to document and assess the balloon torn and the valve movement on balloon issues and the associated risks. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Please reference related manufacturer report no: 2015691-2018-02606.